Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Ts recommended replacing the unit's blower. Customer stated that circulation fan, fan filter, and blower filter are clean. Customer replaced the unit's blower to resolve the reported issue.

Event description:
Customer contacted technical support (ts) stating that unit had error message of blower temperature high. The customer reported there was no patient involvement. Event date not specified, estimate used.